Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated and a vela suprarenal. During a recent follow up, it was discovered that the patient had an occluded limb in the right common iliac as well as an endoleak type ii. Patient is doing fine and being monitored. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
Clinical evaluations was able to find substantial evidence to support the following reported events; right limb occlusion, endoleak type ii, and stable patient condition. Clinical refuted the report that this case was performed on label, rather the case had an off label iliac anatomy. The most likely cause of the right limb occlusion was the off-label iliac anatomy, in combination with pre-existing conditions and current tobacco use. Procedure related harms included (reported) type ii endoleak. There was no evidence of secondary endovascular procedure. The final patient disposition could not be ascertained due to the lack of medical imaging surrounding the event. To date there has been no reports of further negative patient sequalae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).